Event description:
It was reported that the bd safety-lok needle safety mechanism broke (safetyglide) leading to needle stick injury. The following information was provided by the initial reporter: "two safety events have been reported this week regarding this product. Both nurses had given a heparin shot to patients and attempted to pull up the safety feature and the whole needle was exposed. One staff member was poked and had to follow up with employee health. The other staff member was not injured but it was a near miss."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.